Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. A dent was confirmed where the foreign material remained, further physical damage was not confirmed, and it was unknown if reprocessing was performed according to the IFU. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video-scope nozzle was clogged with foreign material. It was not confirmed when this event took place. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.